Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone #: (B)(6). Initial reporter name: (B)(6) hospital commercial warehouse/medical technology. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the chiller pump was defective in an arctic sun device. Per review of wo on 25apr2025, there was no patient involvement.

Event description:
It was reported that the chiller pump was defective in an arctic sun device. Per review of wo on 25apr2025, there was no patient involvement. Per sample evaluation results received via task on 18sep2025, it was reported that there were many errors stored in arctic sun memory related to t4 sensor. The power cable had a break in the insulation at the plug.

Manufacturer narrative:
The complete initial reporter's name and phone # (B)(6). The reported issue was confirmed. The root cause of the reported issue is due to a failed chiller pump. Alarm 40 unable to maintain stable water temperature was present. Confirm several errors on the as. Repairs were not completed, as they were not approved. Pm was needed. Power cord and many errors stored in as memory related to t4 sensor. Repairs were not completed, as they were not approved. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. No additional actions can be taken. Correction: d, f, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.